Event description:
Customer reportedly received result of 75 mg/dl on the compact plus system and 316 mg/dl on a lab value within 10 minutes. High blood glucose symptoms reported with these results. Customer was given humalog based on lab result. No quality controls were used. Requested return of suspect device and replacement was sent.